Event description:
The hcp reported that "the catheter connector failed". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.